Manufacturer narrative:
Three samples were received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The samples were connected to a bd infusion set on the maxzero end and a bd extension set to the male luer connector end. The tubing was primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no indication of any of the connections becoming loose or any of the connections leaking during the simulated infusion. The customer complaint of loose component - leak was not verified. A root cause analysis for the reported failure was not conducted because the failure was not replicated with the samples submitted. A device history record review for model mz5304 lot number 25069010 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd minibore pressure, IV connector no clamp had a loose component that leaked. The following information was provided by the initial reporter: we've had another incident with the jloops leaking that did affect pt care again. I was in charge yesterday (B)(6) 2025 when this issue was first addressed. The nurse noticed in pre-op that the j-loop was leaking when she flushed with normal saline. She tightened it and thought she had taken care of the problem. Once the patient went back to the procedure room and anesthesia was pushing medications through it, it continued to leak. The patient unfortunately had a complication that required escalation of care and treatment of that requires deepening of the sedation medication. During the code anesthesia was pushing meds through that IV and asked for an additional IV to be placed due to the leaking. No hazardous medications were used. An alternative IV was placed and the patient had a positive outcome without further complications. Product is the bd maxzero pressure rated extension set, removable IV connector. The lot number 25069010.